Event description:
Per patient's husband (spontaneous call). Patient's pump is experiencing a cartridge loading error halting during loading process with unable to detect cartridge error he has attempted to troubleshoot with no success. Device not in use at the time of malfunction. No adverse event reported as a result. Device is being replaced. Defective device is being returned. Sn: (B)(4). No further info known. Reported to (B)(6) by: patient/caregiver. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.